Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the patient presented with bradycardia. Atropine was administered to resolve the issue. Additional event information was requested but was not received.